Event description:
The mother of a male, patient, contacted lifecor customer support to report that the patient woke up this morning and the monitor screen was blank. She stated that the monitor screen appeared to have moisture behind it. Support sent a patient services representative (psr) to the patient to replace the monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor has been completed. The reported problem was confirmed. The monitor had some kind of contaminated inside it. There was corrosion in the expansion port of the monitor. There were corroded connections on the auxiliary board. The j208 connector was contaminated causing shorting between the pins. Also the ca board had contamination on it. The monitor would not deliver energy if needed. The monitor was repaired, retested and restocked. No adverse event resulted from the faulty monitor. The patient received a replacement monitor.